Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. It was determined the lead had migrated. The patient underwent revision surgery where the physician decided to remove the lead and replaced it with a different model lead. The patient is now receiving effective stimulation.

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03248. Additional historical information received from the medical chart review identified that following the lead replacement procedure, the patient experienced an infection at the thoracic surgical site and was admitted to the hospital on (B)(6) 2014 and received antibiotics. Additionally, the patient underwent surgical intervention (irrigation and debridement) on (B)(6) 2014. Also, during the procedure, fluid was obtained from the wound site and cultures revealed no sign of infection. The model 3214 scs lead is being reported as device 2.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.